Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) outer insulation breached cut. Full lead. Visual inspection: it was noted that the distal conductor was distorted.

Event description:
It was reported that there was high impedance and oversensing. (B) (5) 2009, (B) (4): it was further reported that during implant attempt, the helix would not extend on the second placement attempt. (B) (4) 2010, (B) (4): the patient further reported that there was a lead fracture and that the lead "broke". The patient also stated that his device was beeping for about one week before, but he never heard it due to his noisy work environment. The device was not implanted. No patient complications have been reported as a result of this event.